Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID neu_unknown_ext serial# unknown explanted: (B)(6) 2024 product type extension product ID neu_unknown_lead serial# unknown (B)(6) explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that revision was done on wednesday (B)(6) and problem was solved. They had to replace the extension and lead on the right hemisphere.

Event description:
It was reported that the patient was implanted in (B)(6) 2024 and everything was ok. The neurologist saw the patient today and impedances were high in the right hemisphere with a red code: 1703. It is believed this code represents an out of regulation error. It was stated the patient would be getting a revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3400060, serial# unknown, explanted: (B)(6) 2024, product type: extension. Product ID b3300533, serial# unknown, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the problem was partially solved. There are still some segments with high impedance but the patient does not want to have a new surgery. The neurologist has found a good stimulation to reduce symptomatology.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3400060 lot# serial# unknown implanted: (B)(6)2024 explanted: (B)(6)2024 product type extension product ID b3300533 serial# unknown implanted: (B)(6)2024 explanted: (B)(6)2024 product type lead product ID b3300533 serial# unknown implanted: (B)(6)2024 product type lead product ID b35200 serial# (B)(6) implanted: (B)(6)2024 product type implantable neurostimulator product ID b3300533 serial# unknown product type lead additional review indicates that information from manufacturer¿s report #3004209178-2024-17983 was already reported in this report (#2182207-2024-03016). Any additional information regarding this event will be submitted as a supplemental submission to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was implanted in (B)(6) 2024 and everything was ok. The neurologist saw the patient today and impedances were high in the right hemisphere with a red code: 1703. It is believed this code represents an out of regulation (oor) error. It was stated the patient would be getting a revision. Additional information was received from a manufacturer representative (rep) reporting that revision was done on wednesday (B)(6) and the problem was solved. They had to replace the extension and lead on the right hemisphere. Additional information was received reporting that the system was implanted in (B)(6) 2024. After a few weeks, the patient reported a reduction in stimulation effectiveness. Upon interrogation, the left electrode showed a short circuit between segments 1c-1b, 1c-2b, and 1b-2b. There were no problems visible on the right side of the body. However, the right hemisphere showed that several electrodes had high impedance. A battery and lead revision was performed on (B)(6), which resolved the high impedance issue of the right electrode. Recently, the patient programmer displayed an oor message. During the last interrogation, segment 2b appeared to be shorted with both segments 1b and 1c, which was used to deliver stimulation. It was reviewed that this should not generate an oor message, although it could reduce the effectiveness of the stimulation effect on the left hemisphere. On the other hand, regarding the right hemisphere, the latest report from (B)(6) showed several electrodes with high impedance. The same high impedance profile was confirmed using an impedance test at 1.0ma (the electrodes changed from red to orange, but none from red/orange to green), thus confirming the integrity problem of the right lead. Since the profile was confirmed by testing using 1.0ma, it was reviewed that the physician could consider excluding segment 10b from stimulation. This should resolve the oor issue, hopefully without interfering with t he stimulation effect on the left side of the body. However, the question of what could be the reason for the high impedance of the right hemisphere remains. The only way to respond is to carry out a review of the system, trying to check the connection sites between the extension and the electrode, or between the extension and the battery, but also the value of the impedance of the extension and electrode, using the extension and electrode test cable respectively. Additional information was received reporting that even after revision, the patient continued to have red and orange impedances values on the electrode and received an out of regulation (oor) message on the handset. System replacement will most likely happen given the persistent high impedances, which may indicate an open circuit in the system. Troubleshooting to resolve the oor was reviewed. Additional information was received reporting that the problem was partially solved. There are still some segments with high impedance but the patient does not want to have a new surgery. The neurologist has found a good stimulation to reduce symptomatology.

Manufacturer narrative:
Additional review indicates that information from manufacturer¿s report #2182207-2024-04301 was already reported in this report (#2182207-2024-03016). Any additional information regarding this event will be submitted as a supplemental submission to this report #2182207-2024-03016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that even after revision, the patient continued to have red and orange impedances values on the electrode and received an out of regulation (oor) message on the handset. System replacement will most likely happen given the persistent high impedances, which may indicate an open circuit in the system. Troubleshooting to resolve the oor was reviewed.